Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; a4; b4; b5; d2; d3; d4; d6; g1; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently,13 years later, the patient underwent a revision surgery due to fracture of the articular surface associated with wear. The surgical technique was utilized, and no surgical delay was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial knee surgery on an unknown date. Subsequently, the patient had their articular surface reviewed due to unknown reasons. Attempts have been made and no further information has been provided.